Event description:
Internal company qc technician reports multiple aptt results higher than reference were generated with the hemochron jr. Microcoagulation sys activated partial thromboplastin time product (j103) during post market surveillance. The technician observed aptt values higher than expected were generated with non-heparinized pt samples. The results generated were not used to diagnose or treat any pts. No adverse events were reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2014 references itc complaint (B)(4). Multiple hemochron signature elite instruments were used with this cuvette lot. Method: the actual cuvette was evaluated along with cuvettes of the same lot. Result: results are pending t he completion of the evaluation. Conclusion: the conclusion is not yet available; evaluation in progress. The ongoing investigation identified that the reagent was not firmly seated in the cuvette channel of some of the cuvettes. Investigations determined that an uncharacteristically low humidity was present during the disposable manufacture. The combination of marginal adhesion of the reagent to the cuvette, which is normally sufficient to hold the reagent in place together with a propensity to produce a static charge between the cuvette plastic and a seal tape appears to be sufficient to cause the reagent to dislodge and move within the test channel. A field corrective action was initiated to remove this lot from distribution. No external complaint or adverse events were reported.